Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the provided image performed. Image clearly shows area of fracture in the corner of the device and also shows the piece that had fractured off. Unable to confirm part and lot number from the image. Further evaluation could not be performed as the physical product was not returned. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was confirmed by review of provided photograph. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that the pad of the impactor instrument fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. Due diligence is progress for this event; to date no additional information has been reported.